Event description:
Allegedly, removed during the revision of another component. Medium activity level. Farm built. Overweight. Active golfer. Walker.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01368, 01370, 01371.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.vidence that product in specification when used.(B)(4).